Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing segments/partial display due to ink spot/bleeding lcd glass at left hand side. The device also was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had smashed the insulin pump into the car door. The caller stated that there was a big black smudge on the screen of the insulin pump and part of the words on the display could not be seen. The customer's blood glucose was 75 mg/dl. The discontinuation of the device was advised. Nothing further was reported.